Event description:
The pt's attorney alleged a deficiency against the device. Additional info has been requested, but not yet received.

Manufacturer narrative:
The device remains implanted. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the adverse events: "complications associated with the proper implantation of the ajust sling system may include, but are not limited to: postoperative hematoma, abscess or fistula formation which may occur following the implant procedure. Temporary urinary retention, bladder outlet obstruction and voiding difficulties associated with overcorrection / too much tension placed on the mesh sling implant. Perforations or lacerations of vessels, nerves, bladder, urethra, or any viscera, which may occur during introducer passage. Irritation at the operative wound site which may elicit a foreign body response that leads to inflammation, infection or extrusion/erosion of the implant. Known risks of all surgical procedures for the treatment of incontinence, which may include pain, device migration and failure of the procedure resulting in recurrence of incontinence." (B)(4).